Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative (rep). The rep reported that the serial number of the new device was not known as the patient did not yet have the replacement. In response to the inquiry for device return, the rep replied that the hospital protocol would be to retain the device for growth analysis and thus the devices would not be returned because the customer will refuse return. In response to the inquiry for if a cause of the high impedances had been determined and if so to please clarify what it was, the rep replied that the cause was unknown and stated that resolution has not yet been reached as the replacement device had not yet been implanted. The rep reported that this information had been confirmed with the hcp. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that they had increased symptoms of fecal incontinence. The could not feel stimulation and turned stimulation up on several programs to 6v. Possible factors include patient weight loss and working out often. There were no falls reported. The device was interrogated and was at 14% capacity. Impedances were greater than 4,000. Stimulation was increased to 6v on each program, but the patient was unable to feel stimulation. An ins replacement was scheduled, and the lead will be tested in the replacement procedure.